Event description:
On (B)(6) 2009, the pt reported that for the past 2 months he has had difficulty with both the up and down button on his insulin infusion device. He stated he has to press the button hard to get it to respond. He said the buttons do pop up when pressed. His device has not been dropped or exposed to water, but has been exposed to insulin. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.